Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2004 due to periprosthetic fracture. Patient underwent a revision procedure on (B)(6) 2007 due to pain from a mechanical complication. The liner was removed and replaced. Additional information received from clinical data received for the patient indicates reason for the revision on (B)(6) 2007 was due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-04782, 2014-00648 & 00653).

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2004 due to periprosthetic fracture. Patient underwent a revision procedure on (B)(6) 2007 due to pain from a mechanical complication. The liner was removed and replaced. Additional information received from clinical data received for the patient indicates reason for the revision on (B)(6) 2007 was due to pain. Additional information received from clinical data received for the patient underwent a revision of competitor product on (B)(6) 2003 due to an unknown reason and received biomet product.